Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cable on the instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
An additional observation not reported by site was that the instrument's pitch down cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, but the drive cable was frayed. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found. An additional observation not reported by site was a broken yaw pulley. The yaw pulley was missing a .050 x .202 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Failure analysis investigation concluded that damage was likely due to mishandling. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the conductor wire was found to be broken at the yaw pulley. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. Yaw pulley showed no signs of arcing. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or missing yaw pulley found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.